Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage to the distal and mid-section of the stent. The 4 most proximal stent strut rows were undamaged, and the remainder of the stent was damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 2.5mm x 27mm, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was selected for use. However, it was noted that the distal tip of the stent was found damaged. The device was removed from the patient's body. The proedure was completed with another of the same device. No patient serious injury nor complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 2.5mm x 27mm, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was selected for use. However, it was noted that the distal tip of the stent was found damaged. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and patient's status was stable.